Event description:
The tip of the catheter broke while pulling it out of the package. There was a backup available for use, and it was used successfully.

Manufacturer narrative:
Technical eval: segment one includes the distal tip of the catheter. This segment has a collapsed tip and several ovalizations. The second segment measures 95.4 cm from the hub/shaft joint to the break. There is a single axis bend about 61cm from the hub/shaft joint. Conclusion: the incident was confirmed as reported. The separation appears to be at the distal joint. This lot of catheters was packaged on the insert card with no add'l protection. Current production has a tube and a internal mandrel to protect the catheter from handling damage. The DHR of this mfg lot has been reviewed and a copy is attached. This MDR is being filed as part of the remediation action taken as per penumbra 02/2010 update to the FDA warning letter dated 12/31/2009. A review of the device history record (DHR) was completed on part # 1097-02, (lot # l12894). All appropriate inspections were completed per process monitoring requirements or 100% inspections where required. The lot has passed all dimensional measurements per spec. In addition, all destructive testing was completed per required process monitoring requirements and results met spec. The parts released in this lot met process requirement.